Manufacturer narrative:
D4: incomplete gtin due to unknown serial number.

Event description:
The manufacturer representative reported that the device overheated during a procedure at the user facility. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.